Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, when injecting the lens the cartridge, the cartridge broke the tip, in the second attempt with another cartridge the tip broke and broke the lens in the middle. Additional information has been requested. There are two medical device reports associated with this event. This report is regarding the first of the two cartridges.